Event description:
The company was informed that the patient developed skin flap necrosis and had a skin flap revision on (B)(6), 2012. The patient also had two plastic surgeries to the skin flap area without resolve. Hyperbaric therapy was attempted, however this did not resolve the issue. In (B)(6) of 2013 the patient presented with "pseomonas" infection. The patient's device was explanted. Advanced bionics is in the process of gathering additional information. Once additional information is received a supplemental report will be submitted.